Event description:
Patient diagnosed with adjacent level ddd at l3 with associated pain. During revision surgery to remove existing title 2 construct at l4-s1, surgeon identified that the golden gate t-link had disassembled at the poly axial joint.

Manufacturer narrative:
Original surgery date is unknown. Dimensional analysis and review of the batch records. Analysis revealed displaced material on the hook base inner diameter and the connector ball surface. Batch record review concluded that the device was manufactured to all applicable specifications and requirements.